Event description:
It was reported that 5 minutes after the xact stent implantation in the left internal carotid artery, the patient demonstrated expressive aphasia and right facial droop. Head CT revealed left frontal ischemic changes diagnosed as a stroke. No treatment was provided, and the patient was discharged the following day with continued facial droop. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of stroke and neurological event are known observed and potential adverse events as listed in the xact instructions for use. Although a conclusive cause for reported patient adverse effects and relationship to the device, if any, cannot be determined, there is no indication of product quality deficiency with respect to manufacture, design or labeling.